Event description:
It was reported that during a low anterior resection procedure, the device was introduced trans-anally to anastomose the colon to the rectum. Upon firing the staples they did not form but the knife did cut. The surgeon thought the indicator was in the green section of the tissue compression scale but could not be sure. The surgeon thought he heard a crack, but the washer was not cut through. The surgeon added that his scrub nurse fired the device, and while she had been trained on the proper use of the device, she just returned from eight months away from the hospital. According to the surgeon, there were not any difference in the way the device fired. There were no staples in the operative field. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was received only casing half present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.